Manufacturer narrative:
Compromised force sensor system alarmed during prime test at 4.0 pounds due to faulty force sensor system. The drive support disk was inspected and no anomaly was noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that insulin squirted out during manual prime. The customer stated that the pump piston continued to move forward after reservoir contact and insulin squirted out. No numbers appeared on the screen. No beeps were heard. The drive support cap was not damaged. The customer will be sent a replacement pump.